Event description:
The customer reported blood backed up the line and leaked out the smartsite port just below the pump. No issues had been noted when the set was primed. The oncology pt's infusion had completed and the nurse entered the room to draw blood from the PICC line. Blood had backed up and was spurting out of the smartsite with a pool of blood on the floor. The pt had a packed red blood cell transfusion ordered later that day, but due to the pt's underlying cutting and very low platelet count the reporter could not say whether the transfusion was in direct response to the leak event. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.